Manufacturer narrative:
Codman has attempted to retrieve the pump for investigation. It does not appear that the device is available for evaluation. Without the device codman is unable to conduct a proper investigation. A serial number has been provided; therefore, a review of the device history records will be conducted. We anticipate that the review will reveal that the device conformed to all specifications prior to being released to stock. If anything otherwise is noted a follow up report will be filed. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is considered to be closed.

Event description:
It was reported (by patient) that the pump malfunctioned, causing cracked, catheter clogged, drug overdose.